Event description:
Reporting status: serious injury-medical intervention, reporting rationale: stent dislodgement requiring medical intervention, device issue: stent dislodgement. It was reported that during inflation of the vision to implant on the ostium of the proximal rca, the stent was observed to be positioned out of the coronary. An attempt was made to retract the vision into the guiding catheter, at which time the stent dislodged from the balloon. A snare was used to remove the stent from the pt. The physician commented that the dislodgement was caused because there was not enough back-up of the guiding catheter and that the stent delivery system was not fixed properly during inflation; therefore, the dislodgement was related to the technique. No add'l event or pt info is available.

Manufacturer narrative:
Product performance engineering reviewed the incident info; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. It was reported that the stent dislodged from the balloon during use, possibly from the physicians technique. Stent outer diameter is verified 100 % at the time of MFR and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. No concusive root cause can be determined.